Event description:
It was reported that a wrist arthrodesis construct was removed because of an infection.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of event, though an infection was reported. Review of mfg records demonstrates that all materials met release criteria.